Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat pancreatic cancer during a procedure performed on (B)(6) 2025. During procedure, on the first step of the procedure, the system failed to release. The procedure was completed using an alternate device. There were no patient complications reported as a result of the procedure.